Event description:
It was reported that during routine follow-up, a single instance of low impedance on the left ventricular lead was observed. Plans were made to perform isometric testing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.